Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with blood glucose levels greater than 600 mg/dl. The customer experienced nausea, shortness of breath and weird sensations. Troubleshooting was performed, and the customer was not sure if the basal rates were programmed correctly. Advised the customer to speak with her hcp to verify the basal rates. All other programming was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.